Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the bronchofiber video scope exhibited error code e315 (non-compatible endoscope). The evis image was not obtained and residual fluid or foreign matter from the forceps opening was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is likely that the event 'incompatible scope (e315)' occurred due to corrosion inside the scope connector (covered with water). Additionally, the events 'residual fluid or foreign material from the instrument channel outlet' and 'foreign material from the distal end body' likely occurred because foreign material could not be removed properly during reprocessing, which was hindered by physical damage to the device (leak failure caused by a pinhole in the forceps channel). However, the root cause of the events was not established. The instruction manual states the preventive measures associated with the event in: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an automatic endoscope reprocessor /wd. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device

Event description:
It was reported that the bronchovideoscope exhibited foreign material from the distal end body.